Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 4 months. (Calculated from the date when the system controller was issued to the patient.) (B)(6). The reported event associated with a controller cell low alarm was confirmed based on the information recorded in the system controller log files provided by the customer. The log files contained a constant controller cell low alarm, which indicates that the system controller¿s backup battery module was low on power. The investigation was unable to conclusively determine what caused the atypical controller cell low events recorded in the log files, since the system controller was not returned for evaluation. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2017, the patient lost consciousness after hearing the cell module battery alarm and repeatedly trying to change the batteries in the battery clips. It was reported that all connections of the batteries and driveline were intact at the moment when the patient lost consciousness. While being transferred to the hospital, the patient regained consciousness. There were no clinical issues after the cell module battery was replaced due its expiration date. The patient was discharged on (B)(6) 2017. No additional information was provided.